Manufacturer narrative:
Our view: cause inference. Based on the case, the following causes can be inferred, but it was impossible to identify them with the current information. Gynecological issues since the patient had her last menstrual period the day before the treatment, there is a possibility of abdominal pain related to the menstrual cycle. The following gynecological issues are considered: dysmenorrhea: severe lower abdominal pain, back pain, and nausea during menstruation. Ovulation pain: lower abdominal pain occurring around the middle of the menstrual cycle, lasting for about 1-3 days. Endometriosis: a condition where endometrial tissue grows outside the uterus, causing inflammation and adhesions. Gastrointestinal issues even though the abdominal CT scan was negative, gastrointestinal issues could be the cause: acute gastritis: inflammation of the stomach lining caused by excessive stomach acid due to stress or poor diet. Peptic ulcer: ulcers formed in the lining of the stomach or duodenum. Acute appendicitis: inflammation of the appendix. Vascular issues vascular issues should also be considered: ruptured abdominal aortic aneurysm: can cause sudden severe abdominal pain. Psychological causes the patient's nervous personality and excessive regulation of lifestyle could lead to psychological stress, which may cause abdominal pain. Although the above causes seem to have little direct relation to the device or treatment method, MDR response was decided due to the following considerations: the possibility of ischemia in major organs due to a sudden drop in blood pressure abdominal pain due to ischemia in the abdomen (e.g., stomach) loss of consciousness (syncope) due to cerebral ischemia unfortunately, the vital data at the time of symptom onset was not shared, making it impossible to confirm the facts. Review results of device history records (DHR) the production lot to which the concerned device belongs passed all in-process inspections. No nonconformity or abnormality was found in the manufacturing processes of the concerned device.

Event description:
Patient: an 18-year-old female diagnosed with familial hypercholesterolemia. Event details: the patient was undergoing treatment using an ldl adsorption column (luer lock type). With 50 minutes remaining in the treatment, the patient reported severe abdominal pain, rated 6/10 on the pain scale. The patient had finished her menstrual period the day before, and the abdominal pain worsened during the treatment, eventually leading to fainting. Vital signs just before the event: blood pressure: 111/58. Heart rate: 95. Oxygen saturation: 99% (on room air).